Event description:
It was reported by the customer that the pyxis medstation es device was not detected on bus. The customer stated that there were delays in access to medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that faulty module control board. A field service engineer, replaced drawer module controller board to resolve the issue. The system functioned as intended.